Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that a patient had developed an irritation near her spine underneath the lifevest. The patient's nurse treated the irritated area with a skin prep pad. During a follow-up it was reported that the patient's irritation improved.